Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the top lip of the reservoir chamber is broken off and she cannot lock in the reservoir. Customer stated that the reservoir keeps falling off. Customer's blood glucose at the time of the incident was 200 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, missing o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.